Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via clinic notes which indicated that the patient had a history of a pump/catheter revision on (B)(6) 2016 with a decrease in rate due to a catheter malfunction. As of (B)(6) 2016 the patient¿s dose was still being titrated and the ptm (personal therapy manager) adjusted. The indication for pump use was failed back surgery syndrome, chronic low back pain, and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.